Event description:
It was reported that the patient presented for pulse generator change out due to premature battery. The patient had a reaction to the anesthesia, had problems breathing and was bagged for a short time, normal breathing returned prior to start of the procedure. The procedure was completed successfully without adverse consequence to the patient. The patient was stable in the recovery room. The patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.